Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's remote support service (rss) component issue caused improper initialization of the application and resulted in dsclientoltp errors. A field service engineer (fse) launched the med application, deleted the remote support service component manager, reinstalled with the latest version, and updated remote support service to the newest version followed by multiple reboots to validate functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med app failed to launch under cfnapp as the device manager failed to initialize. The user was unable to access the station due to an error and reported that multiple reboots were attempted, but the station remained stuck on a blue screen. However, there were no delays or adverse events or injuries reported based on this event.